Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The device had minor scratches on the lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, and cracked case at reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was cracked. Customer's blood glucose was unknown. Customer stated the left corner of the screen is blacked out. On the reservoir compartment there is a whole section there is a crack. The thread on the battery compartment is cracking. Customer stated he is really active in sport and the device might have been knocked somewhere. Customer was advised to discontinue use of the device and revert to back up plan. He agreed to return the device for analysis.